Event description:
It was reported that cartridge did not fully snap into pump, which prevented load process and temporarily interrupted insulin delivery. There was no reported impact to the customer¿s blood glucose level. Caller removed case from pump, inspected and cleaned pump and pneumatic tap area per technical support guidance, identified that cartridge o-ring was not in place, filled and installed new cartridge, and successfully completed load process and resumed insulin delivery with assistance from technical support.